Event description:
Pt had a 5fu pump connected to his port that was suppose to complete today. Pt and wife noticed chemo leaking from the port tubing last night and called the on call provider who instructed them to stop the pump. Pt arrived this morning and this rn confirmed that the leak was coming from the port tubing. Port was then de accessed and reassessed w/ a new needle and different lot number to complete remaining 5fu medication. Restarted with no issues. Manufacturer contacted regarding port needle malfunction.